Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept getting an auto off alarm on the insulin pump. The customer reported that the battery cap was broken. They had several issues with their battery cap and had it replaced. They still were having issues with batteries not lasting long. The insulin pump had not been dropped. The customer¿s blood glucose level was unknown. The customer declined troubleshooting for further issues with the battery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The auto off alarm functioned properly. No auto off alarm anomaly noted. Pump had broken battery cap(p), minor scratched display window and cracked reservoir tube lip. No damage on battery compartment noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.